Event description:
A clinical data review indicated that the rv lead impedance trend had remained stable with values between 380 ohms and 494 ohms. The rv threshold trend is also stable with threshold values between 0.75 volts and 1.0 volts. There have been no short interval counts (sic) counts logged on the ventricle. The nst episodes in memory do not show noise on the v lead. There is no evidence of a lead defect in this file.

Event description:
It was reported that the patient experienced a pocket hematoma within two weeks of a device implant. While evaluating the hematoma, the physician noted that the right ventricular (rv) lead exhibited low r wave sensing, below 1 mv. As this was a recent decline in sensing, the physician elected to replace the lead during the hematoma evacuation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action concomitant medical products: product ID dtba1d1, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).